Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/25/2019 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history: a 57mg/dl ,n/a 12:00 pm, fasting: yes. A 83mg/dl, n/a 12:00 pm, fasting: yes. A 164mg/dl, n/a 12:00 pm, fasting: yes. A 97mg/dl, n/a 12:00 pm, fasting: yes. A 97mg/dl, n/a 12:00 pm, fasting: yes. Customer states that he is comparing the meter with his onetouch meter. Customer states that he run a blood with the onetouch meter and got 70mg/dl but the true2go meter got a 57mg/dl the results are too low. Customer states that he has not use the meter for about a week and a half.